Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt212 adult breathing circuit failed the servo-I ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt212 adult breathing circuit is expected to return to fisher & paykel healthcare in (B)(4) for evaluation but has not yet arrived. A follow-up report will be provided upon completion of our investigation.